Event description:
It was reported that during a rectum procedure, it was very difficult to make the device reopen after the use of the security button. The surgeon had to force on it to open the instruments bites. Additionally, a lot staples were not released. Three cartridges were used; these cartridges will be returned but are now empty because, the staples fell out during decontamination. Another like device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.